Event description:
It was reported to boston scientific corporation that a mantis clip was used for closure during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. The anatomy location is unknown. During the procedure, the clip prematurely deployed. The device was removed from the scope and the procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event. Additional information received on september 11, 2025 it was clarified that the anatomical location was in the colon.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on september 11, 2025. Block b3: approximated to june 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Based on the additional information received, the anatomical location was confirmed to be in the colon. As a result, the event is no longer considered reportable.

Event description:
It was reported to boston scientific corporation that a mantis clip was used for closure during an endoscopic mucosal resection (emr) procedure performed on (B)(6)2025. The anatomy location is unknown. During the procedure, the clip prematurely deployed. The device was removed from the scope and the procedure was completed with another mantis clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to june 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.